Event description:
The patient reported pt received a reading a 420 mg/dl on pt's surestep meter when pt was feeling sweaty and disoriented; symptoms usually associated when pt tests low, not high. No harm was alleged.